Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported after the completion of a left transcarotid artery revascularization (tcar) procedure, the patient experienced stroke symptoms. The patient presented with tremor of the right upper extremity and right hemiparesis roughly 24 hours post procedure. The patient was emergently taken to the operating room for a left carotid thrombectomy, explantation of the stent, and bypass surgery of the left carotid artery. The patient is reported as stable and remains intubated and on a ventilator. This report is being submitted out of an abundance of caution, as it is unclear if the adverse event was caused by the procedure, patient response or the manufacturer's device.